Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing and shocks due to atrial fibrillation with rapid ventricular response and had shortness of breath. Technical services (ts) recommended further evaluation for this patient. The device remains in service. No additional adverse patient effects were reported.